Event description:
Patient was revised to address unknown reason. Although the specific reason for the patient¿s revision is unknown, because it was not reported that the patient was asymptomatic, it is reasonable to conclude that the reason for the revision has been determined to be product-related.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec¿d 01/20/2014- legal claim was received, which identified doi and dob information. There was no new information that would change the outcome of the investigation. The complaint was updated on: 06/17/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec 09/29/2016- litigation papers received. In addition to what was previously reported, litigation also alleges the patient was revised to address elevated ion levels, pain and metallosis

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update ¿ 09/26/2016 medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery notes reported acetabular cup malposition and loosening with proximal migration of the femoral head, and erosion of the acetabulum.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 01/27/17 ¿ medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing MDR decision.